Event description:
(B)(4) received reported: pt involved in (B)(4) in 2007 incurred a right ankle chevron type laceration was implanted with ti one third tabular plate (B)(6)-2007 on fibular. Pt reported intense pain in 2008, x-ray was taken in 2009 and showed plate was broken with a non-union of fibular. The plate was removed (B)(6) 2010.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number a device history records review could not be requested.

Manufacturer narrative:
(B)(4). The date of event is unknown as patient pain was noted on an unknown date in 2008.operator of device was not checked in error. Implant and explant date were reported incorrectly.labeled for single use was left blank in error. (B)(4): placeholder.